Event description:
Complainant alleged that the medics were attempting to analyze a patient's heart rhythm, who was in a cardiac arrest condition, but the device displayed "ECG too large" and "ECG too small" and a "no shock advised" message. The patient subsequently expired.